Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the x-ray was not working. Remote service engineer (rse) called and analyzed the system. Rse suggested onsite service. Customer refused the quotation of onsite service from philips. Since the quotation has been cancelled and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system x ray was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.